Manufacturer narrative:
Device evaluation: the marksman was returned for evaluation with the flow diversion device delivery system. As received, a minimal amount of blood was observed inside the marksman lumen. It was confirmed that the marksman was separated near the distal tip. The catheter body was found to be stretched and accordioned at a section near the distal tip. The tubing material at the broken end exhibited jagged edges, exposed braid, stretching and necking. The catheter was tested by running an in-house mandrel through the tip and hub. The mandrel was able to pass through the tip and hub and became stuck at the damaged locations. Based on analysis findings, the complaint of marksman separation was confirmed. The fractured surface features of the broken end are consistent with torsional overload. Based on the damages seen on the distal wire (separation), proximal wire (bending), hypotube (stretching) and catheter (accordion and separation), it appears there was excessive forced used during delivery. It is possible that the patient¿s anatomy may have contributed to the resistance during delivery. However the cause for the resistance could not be conclusively determined. Per our instructions for use (IFU): ¿discontinue delivery of the device if high force or excessive friction is encountered during delivery. Identify the cause of the resistance and remove device and microcatheter simultaneously. Never advance or withdraw an intraluminal device against resistance until the cause of resistance is determined by fluoroscopy. If the cause cannot be determined, withdraw the catheter. Movement of the micro catheter against resistance may result in damage to the micro catheter, or the vessel. Do not use in patients in whom the angiography demonstrates the anatomy is not appropriate for endovascular treatment, due to conditions such as severe intracranial vessel tortuosity or stenosis.¿ the lot history record of the reported lot number was reviewed and no discrepancies that might have caused the reported event were noted. All products are 100% inspected for damage and irregularities during manufacture.

Manufacturer narrative:
UDI: (B)(4). The marksman catheter has not been returned for evaluation. The reported event could not be confirmed. A cause of the event could not be determined from the reported information. Per marksman IFU: never advance or withdraw an intraluminal device against resistance until the cause of resistance is determined by fluoroscopy. If the cause cannot be determined, withdraw the catheter. Movement of the micro catheter against resistance may result in damage to the micro catheter, or the vessel.

Event description:
Medtronic received report that a marksman catheter broke during a flow diversion procedure. The patient was being treated for a saccular aneurysm in the left communicating internal carotid artery (ica). The aneurysm had an overall size of 8 by 7 by 7 mm. The recanalized part was 4x3x3 mm. The vessel was moderately tortuous. The flow diversion device became stuck in the distal section of the marksman; the marksman became stretched and separated. All parts of the system were removed from the patient without issue. The patient was reported to be in satisfactory condition. No patient complications were reported.